Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an overheat alarm while the patient was also on percutaneous cardiopulmonary support (pcps) for about week. The end user switched to a cs300 iabp to continue treatment. The patient's tachycardia with a rate of 130 to 150 continued. At this time, the facility has not attributed the patients tachycardia to the iabp unit.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an overheat alarm while the patient was also on percutaneous cardiopulmonary support (pcps) for about week. The end user switched to a cs300 iabp to continue treatment. The patient's tachycardia with a rate of 130 to 150 continued. It was later clarified that the patient had experienced the tachycardia prior to insertion of the intra-aortic balloon (iab). There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse replaced the compressor and temperature sensor as a preventive measure through discussions with facilities and after that, the same continuous operation was performed again, but no alarm occurred. Operation was checked based on the inspection sheet and normality was confirmed. The unit was returned to clinical use.